Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the device's lcd screen was observed to be blank. The device¿s interface board needs to be replaced to address the issue. No repair was performed. The unit is not needed for inventory, and it will be scrapped.